Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that has been cooling for about 10 hours. The arctic sun device alarmed unable to control patient temperature and seemed to stop therapy. The targeted temperature (tt) has been 33.5c but patient temperature (pt) was now 34.2c, nurse did thought therapy was paused for about 20 minutes, so the patient temperature probably increased during this time. Walked nurse to event log and confirmed alarm 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic). Explained these are erratic patient temperature alarms, the device was registering that the patient temperature might not be accurately reading. The alarm 15 would cause therapy to stop. Nurse confirmed they have an esophageal probe connected, it was confirmed on imaging and is still in place. They did not have the capability to plug it into the bedside monitor to check it. Informed nurse it might either be a short in the temperature probe or the cable connected to the device. They would recommend changing the temperature probe or cable and if the device continues to alarm, then swap out the other. Nurse confirmed to change the probe out and see if the issue resolves.

Manufacturer narrative:
Upon further review, it was found that 1018233-2025-02143 was a non-bd product therefore, a retraction is being submitted. Correction: b, d. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that has been cooling for about 10 hours. The arctic sun device alarmed unable to control patient temperature and seemed to stop therapy. The targeted temperature (tt) has been 33.5c but patient temperature (pt) was now 34.2c, nurse did thought therapy was paused for about 20 minutes, so the patient temperature probably increased during this time. Walked nurse to event log and confirmed alarm 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic). Explained these are erratic patient temperature alarms, the device was registering that the patient temperature might not be accurately reading. The alarm 15 would cause therapy to stop. Nurse confirmed they have an esophageal probe connected, it was confirmed on imaging and is still in place. They did not have the capability to plug it into the bedside monitor to check it. Informed nurse it might either be a short in the temperature probe or the cable connected to the device. They would recommend changing the temperature probe or cable and if the device continues to alarm, then swap out the other. Nurse confirmed to change the probe out and see if the issue resolves.per follow up information received via task on 14may2025, spoke with nurse who confirmed the doctor ordered a probe replacement. Once this was complete, the patient temperature remained stable, and patient was able to cool. No further issues and therapy completed. They would not be able to provide a serial number.